Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The impella had bad purge cassette which resulted into high purge pressure/purge system blocked. Issue resolved by changing purge cassette. No patient harm reported.

Manufacturer narrative:
The investigation into the reported high purge pressure has been completed. As per clinical high purge pressure and purge system blocked alarm were observed. Impella cp pump was not returned, but the purge cassette was returned. The purge cassette was connected to console and prepped for priming. The green fluid started to purge with flow of 30 ml/hr but later after 10 minutes of continuous purging with sample pump it normalized with normal purge flow of 15 to 16 ml/hr and purge pressure was between 400 to 450 mmhg. No leaks or other abnormalities were found. Data logs were reviewed and there was immediate purge pressure rise within a minute, there was a stepwise purge flow decrease and purge flow ticks were stalling during this high purge pressure event. The cause of the high purge pressure issue was most likely kinked purge line in the catheter per data log review. The failure modes will be monitored and trended.